Manufacturer narrative:
Complaint conclusion: as reported via the (B)(4) registry, a patient, with no cardiac history, experienced a myocardial infarction (mi) the day after the index procedure. At the time of the index procedure, angiography revealed 75% stenosis of the proximal right internal carotid artery. Nih stroke scale score was 3 and rankin score was 4. The lesion was 20 mm in length, eccentric and mildly calcified. The reference vessel was 5 mm in diameter and mildly tortuous. An angioguard was deployed beyond the target lesion and the lesion was pre-dilated followed by deployment of a 9.0 x 40 mm precise pro rx. The angioguard was then removed with no debris noted in the basket. Approximately 16 hours after the procedure, the patient experienced an mi with associated ECG changes. According to the investigator, the mi was related to the procedure and not the precise stent. The patient was discharged approximately seven days after the index procedure to a long term care facility due to swallowing difficulty related to a previous cva. Stroke scale scores at discharge were unchanged from baseline. The patient's medical history included stroke, contralateral laryngeal palsy, smoking and hypertension. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause, no corrective actions will be taken at this time. Myocardial infarction is a known potential adverse event associated with any invasive procedure in which medical devices/products are inserted into the patient's vasculature and manipulated to varying degrees and is listed in the IFU as such. Myocardial infarction (mi) or acute myocardial infarction (ami), commonly known as a heart attack is the interruption of blood supply to part of the heart, causing some heart cells to die. This is most commonly due to occlusion (blockage) of a coronary artery following the rupture of a vulnerable atherosclerotic plaque, which is an unstable collection of lipids (fatty acids) and white blood cells (especially macrophages) in the wall of an artery. There is no medical evidence to suggest a causal relationship between the stent implanted in the carotid artery and the reported mi. The inherent risk of the procedure combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.

Event description:
As reported via the (B)(4) registry, a patient, with no cardiac history, experienced a myocardial infarction (mi) the day after the index procedure. At the time of the index procedure, angiography revealed 75% stenosis of the proximal right internal carotid artery. Nih stroke scale score was 3 and rankin score was 4. The lesion was 20mm in length, eccentric and mildly calcified. The reference vessel was 5mm in diameter and mildly tortuous. A 7mm angioguard rx was implanted beyond the target lesion and the lesion was pre-dilated. A 9.0 x 40mm precise pro rx was implanted at the target lesion and the angioguard was removed with no debris noted in the basket. Approximately 16 hours after the procedure, the patient experienced an mi with associated ECG changes. Ck peaked at 687 (uln 195) and ckmb peaked at 15.7 (uln 6.3). According to the investigator, the mi was related to the procedure and not the precise stent. The patient was discharged approximately seven days after the index procedure to a long term care facility due to swallowing difficulty related to a previous cva. Stroke scale scores were unchanged from baseline.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.